Event description:
This is filed to report the clip caught on chordae. It was reported that it was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was successfully implanted. Due to residual mr, a second clip was advanced. After crossing to the mitral valve, the cds shifted lateral making positioning difficult and the clip became entrapped in the chordae. Troubleshooting was unsuccessful, the clip ended up being deployed in the chord and not on the leaflets. The patient is on medical management. The mr grade was reduced to 3+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning of the anatomy appears to be due to a combination of patient anatomy and procedural conditions. The reported clip caught on chordae appears to have been a result of the reported difficult or delayed positioning. The reported foreign body in patient was a cascading event of the reported clip caught on chordae. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.